Manufacturer narrative:
Reported events of impedance problems and capturing problems were not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including output verification and impedance measurements, found no anomaly contributing to reported events of failure to capture and varying impedance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the surgery, unstable capture threshold, varying pacing impedance, and loss of capture were noted on the pacemaker (pm). The pm was not used, and the physician elected to complete the procedure with a different pm. There were no patient consequences.